Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a PICC was placed on (B)(6) 2024 measuring at 42 cm with 3cm visible with securement device used to keep the PICC in place. On (B)(6) 2024 the PICC was found to be leaking at the 0-1 cm mark. PICC was removed, with new PICC placed on (B)(6) 2024. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed a section of the powerpicc. A leak was observed in the catheter tubing located between the molded joint and catheter securement device. The PICC was observed to be in use at the time of the photograph. While a leak could be seen in the catheter tubing of the sample in the returned photograph, no details of the damage could be discerned. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.